Manufacturer narrative:
The samples were sera with normal serum indices. Qc results were high or suppressed, but were acceptable when a new cartridge was loaded. The reagent cartridge was jammed in the reagent wheel. The cartridge showed 3 tests remaining. A bci field service engineer (fse) was on site and removed the jammed reagent cartridge. The cartridge has not been returned for investigation. The issue had not reoccurred as of (B)(6) 2010. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high magnesium (mg) results generated by unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. Subsequent testing produced lower results. The customer indicated that no patients were treated or harmed due to the incorrect results.